Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 12/12/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the black box and alarm history did not indicate any reboots. The black box and alarm history showed multiple call service sleep alarms occurred on (B)(6) 2016. The battery compartment and battery cap were undamaged and the battery cap was able to secure properly to the pump. The pump powered on with functional auditory and vibratory alerts, but the display screen remained blank. The presence of audible tones and vibrations indicates that the pump has power. A blank display screen may be mistaken by the user to be a power issue. The complaint of a power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed a single component failure on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).